Event description:
Patient reported to have undergone right total hip arthroplasty component on (B)(6) 2000. Patient alleges that subsequent radiographs revealed wear of the polyethylene portion of the acetabular component. A revision procedure is allegedly planned to remove and replace the acetabular component. There has been no reported revision procedure to date. A review of invoice history confirmed the initial surgery date and indicates that a bi-polar acetabular component was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2014 allegedly due to pain, implant squeaking, poly wear and an anteriorly rotated acetabular cup. The acetabular cup, modular head and liner were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces." Device still implanted.